Manufacturer narrative:
Device eval in progress. A f/u report will be submitted upon completion.

Event description:
It was reported that the pt underwent a procedure for removal of hardware without replacement, as part of the pt's planned treatment, following successful fusion. Upon attempted removal, two (2) of the screws fractured. The doctor attempted to remove the distal portion of the screws from the pt's bone but was unsuccessful. The fusion site was augmented with additional bone graft and both tips remain in the pt.